Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. Subsequently, another 2.75mm x 12mm nc emerge balloon catheter was advanced, but it also ruptured. Both devices were used in the same patient and the procedure was completed with a non-boston scientific device without any patient complications reported.